Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of needing assistance to set up the pump. Customer indicated that their blood glucose was 530 mg/dl. Troubleshooting assisted customer with the meter and customer declined high blood glucose troubleshooting. Customer indicated that they treated with food and at the end of the call their blood glucose was 300 mg/dl. No further details provided.